Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). (B)(4). Patient or user involvement: no. Patient or user harm: no. Customer reports no power on their 8015. Customer reports no power on their 8015 after replacing several parts with no change. At this point customer request to send in unit for repair. Recommended customer reinstall removed parts before sending in for repair. Transferred customer to repair team for further assistance. Ended call.